Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, noting a post-lunch glucose of 67 mg/dl while on pump therapy and self-treated with fast-acting oral carbohydrates; the user also expressed concerns about increased insulin sensitivity and carbohydrate intake relative to insulin effect, and additional training was scheduled. Symptoms included low blood glucose. Outcomes included recovery after oral glucose without hospitalization. Investigation included a review of the event with assignment for additional training. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.